Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tome throughout the full volume range. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.